Event description:
It was reported that, during patient use, the ventilator became inoperable. Patient outcome information was not provided by the cust omer. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board assembly (pcba). The ventilator passed self-testing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.